Event description:
A report was received that the patient underwent a permanent implant procedure. However, due to there not being enough coverage for her lower back pain, the patient underwent another procedure a few days later to move the lead.